Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, there was a crack on the inlet connector to the manifold on the rx25 oxygenator. There was no pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).